Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump did not charge. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Customer¿s blood glucose value was between 220-224 mg/dl.